Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient had lower back pain when standing and the surgeon confirmed instability at l5/s, loosening of s1 ps, and judged that ro backed out a little at l5/s. The surgeon planned to conduct revision surgery to remove ro at l5/s, insert grafted autologous bone, and add iliac screw. During the surgery, the surgeon saw that the position of the cage was okay, so he cancelled removing the cage. He tapped the cage, treat lordosis with lordosis bending and compression, and then he closed the posterior wound and completed the surgery. The patient will wear hip spica cast after the surgery. The product used with the patient. Patient complications were reported unknown. Sales rep regards the screw back-out could not be helped as the patient is afflicted with parkinson's disease and it occurred due to loosening of s1 screw.